Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d4, d9, g3, g4, g6, h2, h3, h4, h6, h11. The product was returned for investigation, and the issue can be confirmed: the plate is fractured into two parts through a screw hole. The surface of the plate that does not face the bone exhibits some scratches but is otherwise inconspicuous. The bone-facing side of the plate has some polished area due to contact with the metal cerclages. The features of the fracture surface indicate a fatigue fracture. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Radiographs were provided and reviewed by a radiologist. A single ap view of the left hip and proximal femur was provided. There is a fracture of the lateral fixation plate and the femur at this level with varus angulation. The screws and cerclage wires are intact. The distal plate is not included. The left hip arthroplasty implants are anatomically aligned. There is an apparent osseous nonunion and a lateral plate fracture as noted. Based on the investigation a fracture of the ncb plate can be confirmed and most likely attributed to fatigue. It could be assumed that the unhealed fracture could be contributing factors to the plate failure. However, the extent to which this factor influenced the event remains unknown. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11.

Event description:
It was reported that approximately 5 months after an initial procedure, the patient underwent a revision surgery because the ncb plate broke in half due to nonunion. Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that approximately 5 months after an initial procedure, the patient underwent a revision surgery due to nonunion. Due diligence is in process and to date no additional information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Ncbâ®, periprosthetic femur plate, proximal, left, 15 holes, 324 mm item# 0202263115 lot# unk. Ncbâ®, locking cap item# 0202150300 lot# unk. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length item# 00223200418 lot# unk. Ncbâ®, cable button for ncbâ® polyaxial locking plate, 2.5 mm hex drive item# 47223206001 lot# unk. G2. Report source: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.